Event description:
It was reported that the bd precisionglide¿ needle experienced epoxy on cannula. The following information was provided by the initial reporter: adhesive residue was found on the cannula needle. It was not used and no adverse effects was observed.

Manufacturer narrative:
D.4 device expiration date: unknown. H.4 device manufacture date: unknown. H.6 investigation summary: it was reported adhesive residue was found on the cannula needle. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no plastic shield or packaging blister. There is an epoxy drip over on the needle hub. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the epoxy on the needle hub. The photo will be shown to associates for awareness. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.